Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12vdc power supply was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent loss of a live image. No pt or user injury reported.